Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt presented to physician's office with evidence of swelling around the generator site. Despite antibiotic therapy, this swelling persisted with pain and tenderness along with fever. Both the lead (excluding electrodes) and generator were explanted. Operative notes from explant surgery indicate that there was a rush of cloudy, straw-colored fluid upon opening the generator incision site. Upon explant of the generator, the site was debrided, irrigated and closed. Further follow-up revealed that the incisions are well-healed and that there is no evidence of active infection. There was no evidence of significant erythema or fluctuance at the generator explant site.